Event description:
A nurse reported that an ophthalmic system exhibited with decrease in laser spot intensity during photocoagulation, leading to laser irregularities. The surgery was completed the same day, with no reported impact on the patient. Additional information received indicated that procedure was vitrectomy plus laser. There was no patient impact. This report pertains to second patient of two patients received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.